Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a tego® connector that was reportedly cracked. There was no report of any human harm.

Manufacturer narrative:
Additional information d9. No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the lot history. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process.